Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, and spinal pain. It was reported that the recharger has been plugged into the wall for 3 hours and it was not charging. It was reported that the patient was not able to charge their implant and has been trying and getting the reposition antenna screen and had poor communication. Patient indicated the last time they recharged was 2 weeks ago. Troubleshooting did not resolve the issue no symptoms were reported, no further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had poor communication. Patient reported that last charging session was more than 1-3 months ago. Patient added that the ins had not been working. Patient further clarified patient was unable to turn the ins on. Patient stated they met with their healthcare provider last month, and was told their ins was in a deep sleep, overdischarge state.